Event description:
The customer reported the ventilator was alarming due to pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, a pressure sensors failure while in use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) was unable to duplicate the reported problem and reported testing of the unit passed during checkout. The fse replaced the data acquisition pcb to motor controller pcb board cable as a precaution. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Conclusion / root cause: the data acquisition printed circuit board assembly (pcba) to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).